Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and remained static at 39 units. The customer's blood glucose level was 130 mg/dl. Tandem technical support educated the customer on the insulin gauge calculations of the pump. At the time of the call, the customer declined to reload the cartridge. Several hours later, during a follow-up call, the customer loaded a new cartridge successfully and received an accurate fill estimate.